Event description:
It was reported that: during a pedicle subtraction osteotomy level t10 to l5, the surgeon was using the pangea remobilization tool (p/n: 03.620.014) to try to release the angle locking without success. Surgeon then selected the pangea threaded remobilizer (p/n: 03.620.075), again without success. During the release of the threaded remobilizer, one conical element (p/n: unk-200) was broken and came off. The piece was retrieved. The product occurrence not relevant to the health of the patient. This complaint is on p/n 03.620.014 pangea remobilizer. This is file 2 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No lot number was provided, so a device history record review could not be performed. Part was inadvertently lost, so no further investigation could be performed.